Manufacturer narrative:
The insulin pump passed all functional testing that was performed. However, a prime rewind alarm was received during the occlusion test due to a protruded or loose drive support disk. The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip, and a broken belt clip slot. (B)(4).

Event description:
It was reported that there was a prime rewind alarm on the insulin pump, due to a protruded or loose drive support disk. The customer's blood glucose was not obtained as the insulin pump was reported to have been stolen on may 6, 2012. Nothing further was reported.